Event description:
It was reported that a patient underwent a blepharoplasty procedure on (B)(6) 2013 and suture was used under the skin at the lateral canthus. The patient developed a red and inflamed reaction at the lateral canthus. It started on the left side and went to both sides. The physician treated the reaction with a steroid injection.

Manufacturer narrative:
(B)(4) - inflammation occurred. Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): representative samples were returned for evaluation. They were visually examined. All of the packages were in good condition. All of the seals were full and complete with no channels, skips or narrow seals.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent a blepharoplasty procedure on (B)(6) 2013 and suture was used under the skin at the lateral canthus. The patient developed a red and inflamed reaction at the lateral canthus. It started on the right side about two weeks post-operatively and went to the left side about 3 weeks post operatively. The physician treated the reaction with a steroid injection- kenalog and the symptoms resolved by (B)(6) 2013